Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. This issue occurred on three occasions.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.